Event description:
The customer reported to olympus the single use distal cover fell off from the evis exera iii duodenovideoscope during an unknown procedure. The distal cover was retrieved from the mouth of the patient after the procedure was completed. There were no reports of patient harm or impact. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, it is likely the detachment was a result of the cover getting caught on the mouth/bite piece in the patient during scope removal. They now checks that the cover is on the scope once the scope is removed after each procedure. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon may have occurred by user handling such as the following: the cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent and/or due to insufficient attachment to the scope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.